Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the threads of the device are damaged at the distal end of the device. The method used to prepare the bone during the procedure, as well as the bone quality encountered, were not recorded. The probable cause can be attributed to prying/leveraging the screw during insertion and/or improper bone preparation.

Event description:
It was reported that during a cruciate ligament surgery the device could not be screwed in. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.